Event description:
The customer reported that a non-covidien handpiece was used with the generator for a long and complicated hernia surgery on a baby boy. The pt was positioned on a heating blanket connected to a non-covidien warming unit, and the return electrode was placed on the pt's lower back. After the procedure, internal bleeding was suspected and a re-operation was required the next day, which confirmed that moderate bleeding had occurred from the initial surgery. The generator and the warming unit were tested by the hosp and found to have no faults.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning. Further, the site disposed of the return electrode. If additional info pertinent to the incident is obtained, a f/u report will be submitted.